Event description:
In an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, it was reported that the stent would not cross the lesion. In response, the sheath was retracted and a second attempt to advance the sds was made. This attempt was unsuccessful causing the stent to become dislodged from the balloon catheter and embolizing within the left main. A microsnare was introduced in an attempt to retrieve the stent. The stent was captured but subsequently fell off of the snare device embolizing to the right femoral artery. A second attempt was made to snare the stent but was unsuccessful. The pt was subsequently sent to surgery for stent removal. There were no add'l complications reported relative to this event.